Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caller stated there was no output and the onboard charger does not inhibit chair when plugged in.